Manufacturer narrative:
(Dyspareunia) - (B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: tension free vaginal tape gynemesh ps.

Event description:
It was reported that the pt underwent a pelvic floor repair procedure and a sling procedure on (B) (6) 2006. The pt experienced complications including erosion, formation of scar tissue, dyspareunia, neurologic compromise to her structures and tissues, and additional surgeries. No additional info was provided.